Manufacturer narrative:
(B)(4). Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During follow-up, noise on the ventricular channel was noted and x-ray confirmed lead externalization. The lead was explanted and replaced. The patient was in good condition following the procedure.